Event description:
It was reported that during a laparoscopic prostatectomy, the first device broke and a piece fell into the patient. The second device stopped functioning after a few minutes in the same procedure. Case was completed with a like device with no patient consequence. No further information is available.

Manufacturer narrative:
Device b: batch # r90p0p, lot # r4un1a, mfg date: 11/2002, exp date: 10/2007. H6: broken blade. Evaluation summary: the analysis results found that two devices (a&b) were received. Device a was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 3mm from the top of the outer tube. Device b was returned with the blade cracked. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.